Manufacturer narrative:
System analysis march 3, 2017: the reported footswitch not recognized issue was verified and determined to be the result of a damaged footswitch cable. A replacement footswitch was received by the customer on march 6, 2017. Installation of the replacement footswitch will be handled by the customer. The faulty footswitch has not been received for evaluation.

Event description:
It was reported that during preparation for a procedure the foot switch was not recognized and noted that the cable is damaged. A boston scientific lithoclast device was used to complete the procedure. Patient complications: "none."